Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the needles weren¿t actually popping off. They said that when tying the knots the suture itself was breaking. It wasn¿t breaking off where expected with normal control release sutures but in different areas of the strand. It was not happening at the knot but along the strand as they were tying. The tech noted they didn¿t break in a clean manner, such as if they were cut. She said you could almost notice it was sort of frayed where they broke. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No needles fell off inside the patient. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vaginal hysterectomy on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another suture was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Unopened samples of product were returned for analysis. This product code required 8 strands per packet. During the visual inspection of samples, no defects found on the packages. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Functional test was performed on the samples and tensile strength force were above the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition no performance breakage suture were found,

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.